Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as loss of consciousness, requiring unspecified treatment by caregiver/non-healthcare professional (non-hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed; however, signs of internal debris of hair and other unknown substance with signs of slight discolouration to the pins within the reader's universal serial bus (usb) port. The reader powered on with the button press, and date/time were set successfully. Visual inspection was performed on the returned adc usb charging cable and no issues were observed. No opens or shorts were observed. The returned usb charger adaptor was tested with load test and all results were within specification range. An extended investigation was also conducted. The returned reader was connected to the computer using the retunred adc charging cable; the reader was recognized and the battery was observed to be charging. The reader was connected to a power supply; and the reader was confirmed charging. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The model# entered is the germany model number. Freestyle libre 3 readers are not yet distributed for use in the USA. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as loss of consciousness, requiring unspecified treatment by caregiver/non-healthcare professional (non-hcp). There was no report of death or permanent injury associated with this event.